Event description:
Additional information was received that the patient underwent surgical intervention on (B)(6) 2025 to replace the ipg. Therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was unable to communicate with external devices after an unrelated procedure where it is unknown if the ipg was set to or not set to surgery mode. Troubleshooting was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.